Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a faulty calibration table on the smart pneumatic module board. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device displayed an "error 1174" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.